Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR report # 2134265-2009-01776. It was reported that during an atherectomy treatment procedure, the guide wire tip detached inside the pt. The 75% stenosed, severely calcified, target lesion was in the mildly tortuous mid right coronary artery (rca). A 2.0 mm rotalink burr was loaded on to a floppy rotawire. Resistance was encountered when the devices were inserted into the guide catheter. The burr was loaded again and the physician noticed that approximately 2cm of the rotawire tip had detached and was located in the atrioventricular branch of rca. The physician "has no plans of going back to retrieve the guide wire tip." The procedure was completed with another of the same device. There were no pt symptoms associated with the dislodged tip. The pt has been discharged and is reportedly "stable."